Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l pt/event details have been requested. Should add'l info become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
Add'l info was received. Returned product was received at the mfg site on june 11, 2015. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
A quality complaint investigation was performed. One unused i.d 7.0mm. Cat#: mm61110070 endotracheal tube with frosty balloon fitted with pp connector of corresponding size and marked as per specification was received. Product fitted with pvc bullet valve with pilot balloon printed with size identification and work order#: (B)(4). Product was received in opened preprinted blister pack carrying information and in an envelope. The product was closely examined. Attempt to inflate the balloon completely with air was not possible as the balloon shrunk/deflated slowly during inflation. Balloon section was dipped into a beaker of water and inflation with air via the valve with a luer tip syringe was repeated. Air bubbles were seen escaping away from one spot of the balloon wall indicating that there is a leakage. The leak spot was reconfirmed when the inflation test was repeated using the colour water. Product was closely examined under magnification and revealed that there is a hole on the balloon wall measuring approximately 5mm long. Reviewing of manufacturing record for this particular lot of product does not reveal any sign of leak detected during the 100% inspection. An analysis on the returned sample provided was tested and did not perform to our requirement. An internal non-conformance will be created as part of the record to address the confirmed case. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 05, 2015.

Event description:
It was reported the endotracheal tube retention cuff had a 'failure to inflation' prior to being used. No pt involvement was reported.